Manufacturer narrative:
Evaluation summary: the analysis found that the device housing was returned with the outer gasket torn and missing. All other components were present and in good visual condition. Body fluids were noted throughout the entire housing. Analysis results indicated physical evidence associated with user error. As per product IFU, use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the gaskets, which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal.

Event description:
It was reported that during a gastric bypass, the seal from the housing broke off. The seal was removed from pt's abdomen. The procedure was completed with a like device and there was no pt consequence.